Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a decreased sensing threshold, increased capture threshold, loss of capture, and decreased pacing lead impedance (pli) noted on the right ventricular (rv) lead. Diagnostic imaging revealed that the rv lead was dislodged. The lead was repositioned to resolve the event, and the patient was stable with no consequences.